Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that an increase in threshold was observed on the lead. The patient is pacer dependent so the physician opted to revision lead. The revision attempt was unsuccessful and the lead was explanted, returned, and replaced. No adverse events were reported.